Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 11/05/2010, 11/09/2010, 11/10/2010, 11/16/2010, and 11/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 11/05/2010. Additional information was received in a follow up phone call on 11/16/2010. (B)(4).

Event description:
A surgeon reported a patient experiencing poor near vision following bilateral intraocular lens (iol) implant surgeries. Medical records were requested and received. At the one month postoperative visit, the patient noted his eyes were dry and itchy. He still felt his vision was not good. The surgeon recommended medications and punctal plugs were placed at this visit. At the five week postoperative visit, the patient was diagnosed with iritis and treated with medications. The patient stated that he no longer was experiencing photophobia in this eye, but was having some redness in both his eyes. The patient continued to experience poor near vision at his four month postoperative visit. Over the counter reading glasses seemed to help. The patient had a history of hypertension (pre-existing). In a follow up phone call with the surgeon, he reported the patient cannot be refracted better than 20/40 and he felt the apodization and yellow chromophore of the iol interfered with the quality of the patient's vision. No secondary procedures are planned for this eye. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.